Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 146 hours of extended tests at the customer's settings. The ventilator also passed the initial final test and initial alarm volume test.

Manufacturer narrative:
Device evaluated by MFR: at this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator stopped delivering volume twice while in use on a patient. There was no harm associated with this reported event.